Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 105. The monitor's electrode belt receptacle was pulled from the monitor enclosure, damaging wires within the receptacle, causing the j1001 connector on the ca board to be broken. The root cause for the damaged receptacle was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.